Manufacturer narrative:
Manufacturer name, city and state- manufacturer address 1: (B)(4).

Event description:
It was reported that there was frost on the needle shaft. Two iceforce 2.1 cx 90 degree needles were selected for use in a cryoablation procedure of a leg desmoid. During the procedure, frost was observed on the shafts of both needles. A saline-filled glove was used to protect the patient's skin; however, the patient's skin blistered from too hot of a saline-filled glove near the treatment zone. The burn was treated with flamazene. The procedure was completed with these devices. No further complications were reported.